Event description:
Customer reported an overheating warning within 11 minutes of fluoro time. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the chip on the ffb, adjusted the power supply voltages, and cleaned the high voltage cable connectors. System operates as intended. (B) (4).